Event description:
We received 4 boxes of 10 each phoneris inner cannulae, ref (B)(4) from our son's respiratory equipment supplier, (B)(4), 17 of the 40 cannulae were misboxed with a larger size cannula put into a sealed and marked smaller container, from lot 35385029. Fortunately we caught the misboxed product before trying to insert it into our son's shiley 6dfen tracheostomy tube and had back-up correct product on hand to use. We have 2 sons on ventilators for the past 9 years and are very familiar with handling any unforeseen problems, but worry about families / caregivers without our experience with traches spending too much time trying to insert the misboxed products and endangering their loved ones from being off the ventilator assist too long. FDA safety report ID# (B)(4).